Manufacturer narrative:
(B)(4). Meter and test strips returned on 2/22/2016 and qc evaluation completed on (B)(4) 2016 for both products. Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced e-3. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of e-3 error message. Customer is physically well right now. Customer states the e-3 occurs as soon as the test strips is inserted. Customer verified proper storage of the test strip as well as proper testing technique. Customer attempted another test with lot #bs4668 which he opened this week and the e-3 error message persists. There was no medical attention due to meter error.